Event description:
It was reported that during ICD implant low sensing and high capture threshold were observed. The lead was repositioned and all measurements were normal. Echo showed pericardial perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.